Manufacturer narrative:
A hardware check was performed on the instrument and the results indicated a possible problem with the sample probe. An ise check was performed and was ok. The field service engineer states that the customer does not exchange cuvettes every month and the instrument measures a relative high amount of samples per day. The field service engineer determined that a tubing pathway was contaminated. Cleaning maintenance was performed and the tubing pathway was decontaminated. A valve was replaced. All electrodes were replaced. Calibration and controls were successful. Precision studies had good results. The investigation determined the service actions resolved the issue. This event occurred in (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory, where they were questioned by physicians as they did not match the history of the patients. The samples were repeated on a second c501 analyzer and these values were believed to be correct. The first sample initially resulted with an na value of 132 mmol/l, which repeated as 139 mmol/l. The second sample initially resulted with an na value of 130 mmol/l, which repeated as 141 mmol/l. The third sample initially resulted with an na value of 128 mmol/l, which repeated as 138 mmol/l. The na electrode lot number and expiration date were requested, but not provided.